Manufacturer narrative:
Review of pre-delivery inspection results found device working as designed before incident. Preventive maintenance inspection performed after incident found device was functioning as designed, with no malfunction reproduced. One 1/4 and 1/5 sizewise site went to customer facility to provide training to staff on proper operation of side rail.

Event description:
Nurse was attempting to lower patient left foot side rail and reported the button was stuck. Nurse jiggled the side rail and it came down and injured her, removing the nail on her ring finger.